Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient ((B)(6)) lost stimulation. Diagnostic testing revealed high impedance measurements. In turn, surgical intervention was undertaken. During the procedure troubleshooting determined high impedance with the patient's extension. As a result, the physician explanted and replaced the lead which resolved the issue. The implant date for the following device is unknown: model: unknown, scs lead.